Event description:
It was reported that pump experienced frequent malfunctions over recent weeks, requiring multiple restarts. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, was not seeking follow-up, and was already in process for replacement pump, so no additional actions were taken by technical support.